Manufacturer narrative:
Additional information updated: b2: outcomes attrib to adv event. B5: describe event/problem. D6b: explant date. H6: impact codes. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was very rigid, making it difficult to inflate the cylinders. After examination, the physician believed it could be caused by a pump issue or a kink in the connecting tube between cylinders and reservoir. Several months later, a replacement surgery was performed. No patient complications were reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was very rigid, making it difficult to inflate the cylinders. After examination, the physician believed it could be caused by a pump issue or a kink in the connecting tube between cylinders and reservoir; therefore, a revision surgery will be needed. No patient complications were reported.